Manufacturer narrative:
Upon receipt, the device had no telemetry and did not generate beep tones with magnet application. The device has been dispositioned for detailed analysis. A supplemental report will be submitted following completion of laboratory testing.

Event description:
It was reported that this boston scientific field clinical representative contacted boston scientific technical services. Upon interrogation of this subcutaneous implantable cardioverter defibrillator device, a red programmer screen was displayed. The field clinical representative commented that the patient may have received shock therapy during the interrogation. Subsequently, it was noted that the red screen was associated with a long charge time message. The field clinical representative was informed that this device should be explanted. Stored data was uploaded from the programmer. The field clinical representative was contacted and ask about an error code that may have been reported earlier. The technical service consultant was informed that the device could not be interrogated and no tones were generated with magnet application. The patient was presented back to the electrophysiology laboratory on (B)(6) 2018. Upon explant of the device, a bulge was noted on the casing. The explanted device was successfully replaced with no patient adverse effects reported as a result of the procedure.

Manufacturer narrative:
Upon receipt, the device had no telemetry and did not generate beep tones with magnet application. The device has been dispositioned for detailed analysis. A supplemental report will be submitted following completion of laboratory testing. This sicd was thoroughly analyzed upon its receipt at our quality assurance laboratory. External visual inspection confirmed that the device case was swollen. Attempts to establish telemetry with the returned device were unsuccessful; thus, a memory download could not be conducted. In addition, the sicd did not emit tones with magnet application. The titanium case was opened to facilitate analysis of the internal components. The battery was tested, and the voltage was lower than expected at 2.78 volts. Inspection of the internal components noted that one of the high voltage (hv) capacitors was extremely swollen and there were burn marks present on its surface. The battery was removed, and the device was connected to an external power supply to evaluate device operation; a high current drain was observed. The swollen hv capacitor was removed and destructive analysis revealed internal electrical arcing damage. This type of damage would have prevented the capacitor from functioning, resulting in the extended charge times observed prior to replacement. In addition, internal arcing also caused the high current drain identified during analysis, which subsequently depleted device's battery, affecting both telemetry and magnet functions. Engineers concluded that this sicd sustained damage from an internal arcing event within one of the device's hv capacitors. Analysis could not ascertain if this hv capacitor malfunction occurred during a routine capacitor reformation or if the charging circuit was functioning properly at the time of the event. Testing was unable to conclusively identify the root cause for this malfunction, as any evidence that would provide additional insight was destroyed during the arcing event. However, based on the malfunction signature, it most likely was caused by an anode particulate initiating an electric field breakdown between the anode and cathode electrode layers.

Event description:
It was reported that this boston scientific field clinical representative contacted boston scientific technical services. Upon interrogation of this subcutaneous implantable cardioverter defibrillator device, a red programmer screen was displayed. The field clinical representative commented that the patient may have received shock therapy during the interrogation. Subsequently, it was noted that the red screen was associated with a long charge time message. The field clinical representative was informed that this device should be explanted. Stored data was uploaded from the programmer. The field clinical representative was contacted and ask about an error code that may have been reported earlier. The technical service consultant was informed that the device could not be interrogated and no tones were generated with magnet application. The patient was presented back to the electrophysiology laboratory on (B)(6) 2018. Upon explant of the device, a bulge was noted on the casing. The explanted device was successfully replaced with no patient adverse effects reported as a result of the procedure.